Event description:
(B)(6), home health nurse reported pump error up occlusion. Per (B)(6), was having issue with emptying medication into IV bag so changed to going straight from vial. Per (B)(6), had flushed tubing and made sure no clamps or tubing kinks, but air and up occlusion warning is still occurring. Per (B)(6), will infuse via gravity today. Pt did not miss dose. No adverse events reported. Pharmacy is replacing device. Unknown if device was returned or if it is on hand for return to manufacturer. No further information, details or dates provided. Serial number: (B)(6).